Event description:
It was reported that, "right side l4 7.5x45 screw were placed. Dr. (B)(6) was commenting on the quot; monster" bite and how the screw had great purchase. He told me that the pt had really hard bone. Screw tulip heads were sunk down to the bone. Surgeon observed that there was an unusual anatomical drop to the l5 screw. L4 screw was ventral to the l5. Rods were placed and upon final tightening the tulip head popped off the head of the screw shaft. The screw was removed and another replaced it of the same size. The surgeon in an effort to reduce the drop off to the l5 screw tried to tighten it closer to the bone. The 2nd screw tulip head disengaged in a similar matter to the first one. A 3rd screw was placed.

Manufacturer narrative:
Report is filed on one xia 3 titanium polyaxial screw dia 7.5 x 45 mm, catalog #482317545, batch # b06643. An identical screw with the same batch # also malfunctioned in a similar manner (screw head dislocation) during the same event. Additional info has been requested and if made available this will be reported as supplemental. Method, result and conclusion codes will be made available following an engineering evaluation.